Event description:
It was reported that this pacemaker was unable to interrogate. Despite of troubleshooting efforts made the device was unsuccessfully to interrogate and no magnet response was found. Upon review, it was noted that this pacemaker exhibited high pacing impedance out of range (oor) measurements on the non-boston scientific right ventricular (rv) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Low amplitude was also observed. A request was made to have data from this device analyzed and data analysis confirmed that there was no suspicious faults or resets. The power has been trending normal, with some increases. There were no voltage anomalies. Impedances have been normal. The reason for the changes in power was not evident from the available data. Device replacement was recommended as no magnet response was found. Currently, this product remains in service and adverse patient effects were reported.